Event description:
The micro reciprocating saw was sent in for eval because it was leaking a white foamy liquid during an open foot surgical procedure. There was leakage into the surgical site which required irrigation with antibiotic solution. There was a 20 minutes procedure delay as a result of this event and the pt received add'l anesthesia. There was no further intervention; no adverse consequence was reported.

Manufacturer narrative:
Corrosion damage was noted within internal components of the device.